Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation and perforation into an adjacent organ. The patient reported becoming aware of filter fracture within the inferior vena cava (ivc), perforation of filter strut(s) outside the ivc and perforation abutting organ approximately six years and six months post implant. The patient also reports anxiety and worry related to the filter. According to the implant record the filter was placed prophylactically in a patient with a history of paralysis status post multiple gunshot wounds. Initially an unknown greenfield filter was placed, but due to incomplete expansion, an unsuccessful attempt was made to remove the filter. Subsequently, it was determined to leave the filter in place and use the snare to reposition the filter. After the first attempt, the filter was markedly tilted but fully expanded. A second attempt was made, and the filter was disengaged from the ivc wall and repositioned in the right common iliac vein with adequate and normal expansion of the filter at the level of the right common iliac vein. A second filter (optease) was then placed in the infrarenal position. There was adequate positioning and orientation of the filter. No further interventions were performed. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation and perforation into an adjacent organ. Information received per the medical records indicate that the patient has a history of paralysis post multiple gunshot wounds. The filter was placed prophylactically. An unknown greenfield filter was deployed via the patient's right common femoral vein. The filter was released into the infrarenal area. During the release, the filter incompletely expanded, occupying approximately 60% of the transverse diameter of the ivc and approximately 70% of the ivc diameter in a steep oblique, near lateral projection. Using ultrasound guidance via the right internal jugular vein approach, a snare was used to engage the filter. There were unsuccessful attempts to remove the filter. Subsequently, it was determined to leave the filter in place and use the snare to reposition the filter. After the first attempt, the filter was markedly tilted with the tip of the filter abutting the left ivc wall and partially tenting the caval wall. A second snag was advanced via the femoral introducer sheath. This was used to engage the filter by slipping the snare from above the filter. A second snare from the jugular approach was used to secure the proximal end of the filter. Using this technique, the filter was disengaged from the inferior vena cava wall and repositioned in the right common iliac vein with adequate and normal expansion of the filter at the level of the right common iliac vein. The snares were then removed. A second (optease) filter was then placed in the infrarenal position. There was adequate positioning and orientation of the filter. No further interventions were performed. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), perforation of filter strut(s) outside the ivc and perforation abutting organ. The patient continues to experience anxiety and worry. The patient became aware of the reported events six years and six months after the index procedure.